Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead triggered a red alert for pacing impedance, high, out of range. The impedance has been showing a steady slope upward. The physician was notified of the issue and the clinic will continue to monitor the patient via remote monitoring. The rv lead remains in service at this time. No adverse patient effects were reported.